Manufacturer narrative:
(B)(4). Multiple MDR supplemental reports were filed for this event, please see associated reports: 0001825034-2017-06246. Concomitant medical products: vanguard-bearings-unk catalog # unknown lot # unknown, vanguard-femorals-unk catalog # unknown lot # unknown, vanguard-tibial trays-unk catalog # unknown lot # unknown, vanguard-stem-unk catalog # unknown lot # unknown, unknown vanguard bearing catalog # unknown, lot # unknown. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised due to loosening. No additional patient consequence was reported. There is no additional information at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: bmt splined knee stm 16x80, catalog# 141616, lot# 948720; vngd ssk psc tib brg 14x71/75, catalog# 183884, lot# 246660; vngd ssk 360 l fem 65mm, catalog# 185284, lot# 334125; bmt 360 tib tray 71mm, catalog# 185203, lot# 286160; vg 360 dst fm ag 65x5 ll/rm, catalog# 185324, lot# 308240; bmt 360 tib 5.0 offset adapter, catalog# 185211, lot# 102670; bmt splined knee stm 20x80, catalog# 141620, lot# 303550. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to loosening of stem from offset adaptor, thereby causing a bone fracture.